Event description:
Patient revised due to loosening of screw.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the lot number required to review the device history records was not provided. Although the complaint is non-verifiable, provided information states the product is not suspected of failing to meet specifications. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.